Event description:
It was later reported that the increase in seizure and increase in seizure intensity was not due to vns per the physician. It was also reported that the patient seizure levels were back to pre-baseline levels. No malfunctions seen with vns. New system settings were provided. No other relevant information has been received to date.

Event description:
It was reported that the patient began experiencing increase in seizure intensity and frequency a month after the vns was implanted. The provider decreased vns parameter due to these events. Medications were adjusted for the adverse events. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.